Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were noted anywhere on the device. A review of the device history records revealed no manufacturing issues. The actual sample was pressure and flow tested by pressurizing with air and submerging the sample into a water bath. The unit was confirmed to properly allow forward flow within specification. Four additional flow and leak tests were performed on the sample to challenge each component within the valve. All tests passed within product specification. The reported issue was not able to be confirmed and a definitive root cause was not able to be determined. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the overpressure safety valve was not pulling blood sufficiently. The valve was cut out and replaced with a straight connector, and the issue no longer existed. This event was initially deemed not reportable on (B)(6) 2015; however, terumo has issued a voluntary safety alert, 1124841-06/25/2017-001-c, on june 25, 2017. This event has become associated with the safety alert and has since become reportable. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The investigation results and conclusions, previously reported, remain the same.

Event description:
(B)(4).